Event description:
Customer was hospitalized for dka. Troubleshooting was done and pump passed the prime test and the high pressure test. It was found that the customer may have been using the wrong type of infusion set for body type.